Event description:
The patient was enrolled in the heal-laa study on 03-oct-2023 with patient identifier (B)(6). It was reported that thrombosis occurred. The patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 24mm watchman flx pro laac with complete laa seal and deployed device diameter of 18.2 mm. On 07-oct-2024, 370 days post index procedure, the patient presented for the protocol scheduled 12-month follow-up. Transesophageal echocardiography (tee) revealed a non-mobile thrombus on the atrial facing surface of the watchman flx pro closure device with 0.6 cm2 maximum area of thrombus. Additionally, tee also revealed laa seal jet size was less than 5 mm with 1mm size of largest residual jet around the device and a 3mm pericardial effusion. The patient was on a medication of aspirin which was discontinued and switched to anticoagulation (eliquis) for 3 months.